Manufacturer narrative:
The suspect instruments were returned to the manufacturer on 10/16/2014. The frontal 45 degree suction was found to be bent. When attached to a system the ent software application shows red status and says "failed verification". The tool failed verification with an error of 2.4mm. The ent registration probe was also returned, but found to be fully functional. The registration probe passed verification and navigated normally during testing.

Event description:
A medtronic ent representative, reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged an inaccuracy of approximately 3mm in the sphenoid sinus and frontal sinus. While moving from the sphenoid sinus to the frontal sinus, along bony anatomy, the surgeon deemed being accurate, as well as, on the tip of the nose and when checking external features of the anatomy. The inaccuracy was noted approximately 30-45 minutes into the procedure, the patient was re-registered at this time. Trouble-shooting did not resolve the issue. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. (B)(4) 2014. A medtronic representative, at the site, made recommendations for instruction to the doctor on proper use of tracer vs. Pointmerge registration techniques. (B)(4) 2014 a medtronic representative performed a navigation system check-out, reported hardware: passed; software: passed and instruments: instruments were being manipulated to verify and were found to be damaged. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The software investigation found that the issue was unrelated to an issue with the software. The instruments used by the site were bent. This resulted in difficulty during verification and inaccuracy farther from the field generator. The software functioned as designed. The most likely cause of the bent instruments was operator technique.